Event description:
It was reported that the device had premature battery depletion and was approaching elective replacement indicator (eri). The physician felt the longevity was less than expected. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the device was removed and a new device was implanted.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.